Event description:
It was reported that during a sleeve gastrectomy procedure, the echelon stapler was fired, but reload did not staple the tissue (staples did not come out from the reload). It was unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but was unavailable: can you confirm the lot number involved? L4f16j is for an lt100 device. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? How was the procedure completed? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Manufacturer narrative:
(B)(4). Additional information received from customer stating that this report is a duplicate of medwatch 3005075853-2014-07269.